Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic biliary drainage (ebd) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure. Additional information reported that the guide catheter was not broken. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. A visual examination of the device revealed that the stent was still attached to the delivery system. The suture was intact and unbroken. The push catheter presented slight kinking and the suture hole was torn. The guide catheter was stretched and broken with the distal section of the guide catheter remaining inside the push catheter. The guide catheter presented evidence of suture strangulation. There was damage to the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.